Event description:
The reported stated that during a total wrist implant procedure, the pt's radius was reamed ready to accept the radial implant. When the surgeon was seating prosthesis into the radius, the pt's radius fractured at the tip. The radial prosthesis was removed, and a burr was used to ream out the radial cortex to a larger size. The fracture around the stem of the prosthesis was stabilized with a 2.7 dcp (dynamic compression plate); it is expected to heal well. The surgeon stated that the device's instruction for use ought to reflect that the actual implant is 2mm wider than the trial. The surgical procedure took about one hour longer than it would if the radius fracture had not occurred.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.